Event description:
It was reported that the 2600 system intermittently had a charger failure and x-ray overtime error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.